Event description:
The customer reported a pads failure during op check. This issue was detected by the customer during testing and therefore, there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the device and performed the repair. The therapy cable and test load were replaced to resolve the issue. Multiple parts were replaced to resolve the issue so we are therefore unable to determine the issue.